Event description:
Patient scheduled for a para esophageal hernia repair. During the procedure it was noted that a piece of plastic was found sitting on the patient's omentum. It was removed and after evaluation of the paddle it was noted that the piece broke off of the device.